Event description:
A complaint was received regarding a chemoclave® vented bag spike that experienced no flow during infusion. It was stated in the report that the fluid couldn't drip. The event occurred on 14-apr-2025 during infusion. An unknown chemo drug was involved in the event. There was no bleedback reported. There was patient involvement and no patient harm/adverse event reported. There was no delay in critical therapy. Sample picture is not available. There is one quantity affected and one sample is returning for investigation.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
Received one used ch-14 chemoclave vented bag spike for inspection. No defects or anomalies were noted. The ch-14 was primed with no restrictions in flow. The ch-14 was disassembled, and the internal spike was found to be slightly bent. The reported complaint can be confirmed due to the damage found on the internal spike. The probable cause is due to a molding defect. Corrective actions are in process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant product, e1, e3, g2 and h6 component code.